Manufacturer narrative:
The (B)(6) 2025 calibration results were within specifications. The qc recoveries were within the +/- 2 standard deviations and were within specifications. There was no indication of a performance issue with the reagent. The alarm trace did not indicate any issues. The customer did not report any other issues after service. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable na electrode results from two patient samples tested on the cobas pro ise analytical unit. One example of discrepant results was provided: the initial na result from the analyzer was 151 mmol/l. The repeat result from another cobas pro ise analyzer was 144 mmol/l. The physician deemed the initial result high prompting the patient sample rerun. The repeat result was deemed correct.

Manufacturer narrative:
The electrode lot number is bgh59. The expiration dates was not provided. The field service engineer (fse) inspected the analyzer and determined an incorrectly aspirating vacuum nozzle had caused the event. He also found the qc performed on (B)(6) 2025 was out of range. He then decontaminated the vacuum nozzle and verified the analyzer's performance by hardware ion-selective electrode checks, calibrations, qcs, and precision checks. The investigation is ongoing.